Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: ktw. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture was performed with the buttress/compression nut, protection sleeve and the aiming arm. During the surgery, the sleeve could not be inserted through the aiming arm smoothly. The surgery was completed successfully with less than 30 minutes delay although it was not reported how the surgery was finished. There was no adverse consequence to the patient. After the surgery, it was confirmed that the sleeve could not be inserted through neither aiming arm 125° nor 135° smoothly. It was not reported which arm was used in the surgery. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter phone number patient code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 3 for (B)(4).